Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was unable to open from the proximal end. Balloon angioplasty and an additional flow diverting stent were used as a medical intervention to fully appose the subject stent to the vessel wall. Post procedure, MRI showed acute ischemic stroke on deep left mca (middle cerebral artery) territory treated with IV thrombolysis which was complicated by massive intracranial and groin puncture bleeding. Patient was in ICU (intensive care unit) for the management of hemorrhagic transformation of the acute ischemic stroke and for management of the groin puncture hematoma. At the seventh day patient died. As per the site, adverse event had a causal relationship to the procedure and possible relationship to the subject flow diverting stent. No additional information available.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was unable to open from the proximal end. Balloon angioplasty and an additional flow diverting stent were used as a medical intervention to fully appose the subject stent to the vessel wall. Post procedure, MRI showed acute ischemic stroke on deep left mca (middle cerebral artery) territory treated with IV thrombolysis which was complicated by massive intracranial and groin puncture bleeding. Patient was in ICU (intensive care unit) for the management of hemorrhagic transformation of the acute ischemic stroke and for management of the groin puncture hematoma. At the seventh day patient died. As per the site, adverse event had a causal relationship to the procedure and possible relationship to the subject flow diverting stent. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. D4 catalog #- corrected. D4 lot #- corrected. D1 product long description- corrected. Gtin- corrected . Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicates there was no surgical delay but there was a longer procedural time. The patient¿s anatomy was not tortuous. The patient died at day 7 post-procedure. In the physician¿s opinion, the reason for the first device deficiency of the evolve fd not fully deploying against the vessel wall was poor apposition against vessel wall proximally, after the curve of the carotid siphon. No effect of balloon angioplasty. Maybe 1 or 2 mm too short, despite sim & size simulation. In the physician¿s opinion, the reason for the second device deficiency of the evolve fd that did not open from the middle segment is unknown, but twist is possible. In the physician¿s opinion, the reason for the acute ischemic stroke post-procedure was distal emboli nonvisible on control angiogram, favored by longer procedural time. The reason for the IV thrombolysis (alteplase) administration was small core ais seen within 4.5hrs after onset, not visible on flair MRI, with nihss > 15. (Decision of ivt by stroke neurologist). There was no evidence of thrombus. In the physician¿s opinion, the primary reason for the patient¿s death was hemorrhagic transformation of a procedure related ais and remote hematoma after IV thrombolysis. In the physician¿s opinion, the patient¿s death was related to the 1st device deficiency as without device deficiency, procedure would have been much shorter, and at lower risk of ais. In the physician¿s opinion, there were other contributing factors to the patient¿s death such as known severe ae of alteplase: hemorrhagic transformation of an ais (ph-2), remote hematoma, groin puncture bleeding, and gastrointestinal bleeding. The patient was hospitalized for a prolonged time period (> 24 hours) of an existing hospitalization. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿, ¿patient death¿ and ¿patient hematoma¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.